Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported the patient had an infection and the pump was being explanted. The hcp had received a request regarding intrathecal to oral equivalent dosing. No further complications were reported.